Manufacturer narrative:
(B)(6) hospital organization, (B)(6) general medical center. The device was returned to olympus for evaluation and the customer's allegation was confirmed, electrical-connector had discoloration due to water leakage. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; adhesive on bending section cover (a-rubber) had a crack; adhesive on bending section cover (a-rubber) had white-clouded area; suction-cylinder was shaved; universal cord had a dent; universal cord had a wrinkle; plastic distal end cover (c-cover) had a dent; and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope exhibited fluid invasion with no leakage from the connector tube. There were no reports of patient harm or impact associated with this event. Additional details relating to the patient and the event have been requested, but no response has been received at this time. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of air/water feeding valve function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.